Manufacturer narrative:
Findings: unable to prime during prime test due to faulty force sensor (gold).pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump passed unexpected restart error test, passed all operating currents tested with in the specification range, and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not exposed to high magnetic field. The customer report did not motor position encoder error alarm. The customer was able to complete pump rewind. The customer received 2 motors errors and one no delivery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.